Manufacturer narrative:
Instigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigation is completed. This event occurred (B) (6).

Event description:
Allegedly after surgery, by x-ray, it was found that the insert was disassociated from the tibial base component.